Event description:
Patient reported left side capsular contracture, baker grade ii-iii. Patient additionally reported "¿hair loss, ¿skin changes¿, ¿acne¿, ¿dullness¿, chronic ibs, brain fog, ¿raised crp levels¿, "get exhausted walking up the stairs", ¿respiratory issues upon exertion¿, ¿health problems", "inflammation of lungs but no diagnosis of asthma"; these events are not device related. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma(late), pain and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain, "swollen lymph nodes", "painful lumps", and "fluid". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side pain, "swollen lymph nodes", "painful lumps", and "fluid". Patient also reported ¿chronic fatigue¿, ¿not sleeping well¿,¿ has poor concentration¿, ¿menopause symptoms¿, ¿memory isn¿t great, but it used to be¿; these events are not device related. Device remains implanted.